Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(4).

Event description:
The initial reporter received a questionable elecsys t4 assay result for one patient from elecsys 2010 disk analyzer serial number (B)(4). The customer suspected interference as the result did not fit the clinical picture in a patient with multiple sclerosis under treatment with the immunoregulating drug coparaxon 40 (glatiramer). The t4 result was 15.33 g/dl. Information was requested if any questionable result was reported outside of the laboratory, but it was not known.